Manufacturer narrative:
Patient was born in (B)(6), no exact date was reported. Explant date: lens remains implanted, therefore not explanted. (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the two lenses rotated following implantation. Os (left eye) zxt600 14 d, rotated by 76 degrees in two hours. The lens was repositioned with capsular ring implantation. Pre-op vision: vis os 0, 05 sph -4, 25 cyl -3,00 ax 170= 0, 4. Post-op: 18.05.2021: vis os 0, 6 sph +0,5 0 cyl -1,25 ax 56. No additional information was provided. This report captures suspect lens for os. A separate report will be submitted for the suspect lens on right eye (od).